Manufacturer narrative:
According to available information, this device was reprogrammed and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced seven inappropriate anti-tachycardia pacing (atp) and seven 41 joule shocks for atrial fibrillation (af)and atrial tachyarrythmia with a rapid ventricular response. This occurred while waiting for a surgical procedure. Rhythm identification (ID) initially inhibited the rhythm, however, reversed due to the rhythm match threshold and the rhythm became stable. The therapy was exhaused in the ventricular tachycardia (vt) zone, but not the vf (ventricular fibrillation) zone. A decision was made to programmed the vt zone. There was concern regarding the patient's compliance to their medical therapy and no reported allegation against this device. No adverse patient effects were reported.